Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included reprogramming the system's telemetry system and clearing the system's error logs. System was tested to factory's specifications.